Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The following report was created based of the technical test report of the service laboratory in (B)(4). The local technician performed a technical safety check accoriding the service manual infusomat space. No malfunction or other abnormalities were noticed. Furthermore all measured values were within the specification. Therefore the complaint was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion." Customer information: medication: IV anidulafungin (antibiotic). Rate: 86.7ml/hr. Vtbi: 130mls. IV anidulafungin started at 1105hours, rate 86.7ml/hr, vtbi set 130mls. At 1228hours, vtbi near end alarm occurred, while the infusion should be completed. However, user noticed there were remaining 68mls in the burette was not complete. User topped up vtbi 68mls and continue the infusion. IV anidulafungin completed at 1320hours. Patient condition remains unchanged, vitals stable. No complications reported.